Event description:
Ophthalmic innovations international received a court summons from attorney in 2001. The summons states that the plaintiff was rendered sick and disabled, suffered injuries, pain and mental anguish, was compelled to seek medical care, incurred expenses and was permanently injured and disabled.